Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side "device migration/implant malposition, suspected/actual rupture/deflation, correction of asymmetry, other. Device has been explanted.